Event description:
Tandem clinical diabetes specialist (cds) reported that the healthcare provider (hcp) decreased the customer's basal rate as the customer was known to be hypoglycemic, thus lowering basal rate also caused elevated blood glucose. Cds stated customer met with hcp to adjust basal rate, issue resolved

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and ketone level was large. Customer went to the emergency room (ER) and was treated with intravenous insulin to address bg. Blood work was performed. Customer left the ER 5 hours later in stable condition; bg was within range. Cause of event was not known. As the event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.